Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with a bi-ventricular implantable cardioverter defibrillator (ICD) underwent an ventricular tachycardia (vt) ablation procedure during which the device was reported to have displayed some unexpected behavior. A strip was sent in for boston scientific technical services to review. It appeared that the ablation energy was affecting the patient's rhythm in such a way that it appeared that the a pace was capturing the rv but based on the rv and lv markers, they were conducting on their own. It was possible that the patient was experiencing a junctional rhythm. Follow up for additional information including a patient/device identifier was performed; no information was received.